Event description:
A report was received that the patient had a battery replacement for unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a battery replacement for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure due to inability to charge. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.